Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's analyzer application displayed undefined high impedance, when leads were connected for testing. It was noted that threshold and sensing values were displayed normally. It was further noted that impedance values normalized approximately one minute after lead connection, with no actions taken by the user. The programmer remains in use. No patient complications have been reported as a result of this event.